Event description:
It was reported that the patient underwent a right hip revision after an unknown amount of time post implantation due to implant wear, metal poisoning, tissue and bone destruction. The head component was removed and replaced. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was returned and evaluated against the reported event. Visual inspection of the returned head found scuffing on the outer radius of the head to the extent that the finish has become dull. Scratching was observed on the rim of the head and the exposed face of the assembled insert. Light colored debris is present inside the taper. Additional information does not change the root cause of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see report(s) 0001825034-2019-00494. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
Litigation reported the patient suffered pain 8 years post right hip biomet m2a magnum total hip arthroplasty secondary to tissue and bone destruction, and heavy metal poisoning all attributed to implant bearing wear. The patient has not been revised. No further information is available at this time.